Event description:
When the hospital staff notices and ran to alarm (alarm stopped in about 10 seconds), the vent inop lamp was on. Since it corresponded to the pt in the anabiosis back, there is no healthy damage.